Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer treated with insulin pump. Customer stated that the insulin pump had no delivery alarm. The insulin was exited from tubing. The insulin pump alarmed with no reservoir. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).